Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device was not detected on communication bus. A field service engineer replaced the drawer controller to resolved the issue and performed preventative maintenance on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system mb_main 3.1 drawer not detected on communication bus. The customer reported that they tried to reboot but that did not resolve the issue, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.